Event description:
First 3 months I had a "cycler" that caused me to tear down entire set up due to 5 "check bags". After 3 months of dealing with that "cycler", the "cycler" showed error "2". I had previously called baxter regarding the problem. With error "2" the technician said she would order a new "cycler". One was received and 1st one taken the following day. Three times in the past week, I had to dispose of the entire set up due to, again, "check bags", first time the message showed 5 times before I called baxter technician the technician advised I discard the entire set up. One time, rather than be on hold, I discarded the entire set up. The 3rd time the technician again advised, "discard." The problem being the "cycler" or cassette not functioning properly. A few drops later, (B)(6) called and advised me to send the cassette to the labeled address in the (B)(4) box he would send me. The box arrived 3 days later and I did as requested. I am extremely unhappy, may dissatisfied with the baxter equipment and products. The service is good, the employee do a good job even understaffed as you are, hire more technicians so clients don't have to wait endlessly for service) but there is a defective in your equipment and products. I am not employed by baxter. I am a client, a customer. I should not spend days up to 4 more 3 times a week or more attempting to get the "cycler" and products to function properly. This matter must be resolved for I may need to take, other action. Copies. Medicare, in (B)(6) baxter corporation. This is not the whole story. As a result of the frustration, I, a heart pt, needed to take nitroglycerin. I am keeping a record of all future incidencies, in detail. Further, on two occasions, the end of the bag broke off while breaking the flange, causing two more occasions to tear down and destroy the entire set-up.